Event description:
On (B)(6) 2014 the distributor contacted animas alleging that the pump¿s casing was cracked around the display screen. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014. Device evaluation: the device has been returned and evaluated by product analysis on 04/15/2014 with the following findings:visual inspection revealed that the display lens has surface cracks around the edge. Additionally, the battery compartment was found to be cracked. There were no power loss issues observed and there was no evidence of moisture inside the battery compartment.